Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2., b.3., b.5., d.6a, g.2, h.6.

Event description:
Healthcare professional reported "swelling, "stiffness", "hyperemia" and "soreness".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker IV.

Event description:
Patient reported capsular contracture - baker grade IV. Device has been explanted. This relates to the left side.